Event description:
A reliant balloon was used to perform remodeling of the patient. It was reported that after the stent graft was implanted, to perform touch-up, the reliant balloon was properly deflated. An attempt made to insert the balloon through another manufacturer's 12 fr sheath failed. The reliant balloon was extracted and a stent graft balloon was used instead. Per the physician the cause of the event cannot be determined. No clinical sequelae were reported and the patient is fine.